Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia while exercising. Recommended programming change will be made.